Event description:
It was reported by service report that one calf support would not lock and that the other was difficult to lock. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Result: calf support.